Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The complaint was confirmed. Pre-repair diagnostic assessment determined that the device had cord damage. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had cord damage. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.